Manufacturer narrative:
Per t:slim x2 user guide (with cgm integration): keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. No additional patient information was available. Reportedly, the loss of connection issue typically occurred when the customer wore the transmitter and pump on opposite sides of the body, however it could not be confirmed if the customer's body obstructed the connection. Reportedly, the pump and transmitter regained connection.